Manufacturer narrative:
Concomitant product(s): vedr01 ipg; implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with insulation damage, high thresholds, and low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.